Event description:
It was reported that the patient is not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Corrected data: investigation conclusion code.